Event description:
Received report of catheter sheared off in patient. Customer contact states that when removing the catheter stylet the health professional "felt a pop and felt something give inside". The catheter was then removed and it was found that one (1) cm of the catheter had sheared off inside the patient. It was reported that the anesthesiologist and patient made a mutual decision to leave the sheared catheter section inside the patient. No medical interventions were performed. There was no report of patient harm or untoward effects following the incident. No further information was available.